Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose level was treated. Furthermore, when the customer was reconnected to the insulin pump the blood glucose level was 425mg/dl. Customer corrected with a bolus again. One hour later, the customer's blood glucose was 528 mg/dl. Troubleshooting was performed and the alarm history recorded a no delivery alarm. No further information was provided.